Event description:
It was reported that the lead would not stay in the target vein. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed). Evaluation summary (B)(4) no anomalies found (B)(4) full lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead would not stay in the target vein. It was noted the lead had dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.